Event description:
It was reported by the customer that the device displayed a channel error code of 242.4030. Affected pump module was replaced with new pump module and nurse reprogrammed new pump channel with no issue. Upon further inspection, damage to body of module was noted. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the device displayed a channel error code of 242.4030. Affected pump module was replaced with new pump module and nurse reprogrammed new pump channel with no issue. Upon further inspection, damage to body of module was noted. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error code 242.4030 was confirmed through a review of the logs and was replicated during the investigation. The root cause was determined to be due to a broken op1 sensor on the air in line sensor assembly. External and internal inspection was performed. An impact dent was noted on the right front lower corner of the rear case and the optocoupler op1 on the ail assembly was observed broken. All inspected parts were manufactured by bd. Functional testing on the received pump module by attaching it to a laboratory testing pcu, upon opening the pump module door, an error code 242.4030 (motor stall failure) occurred. The pump module was opened and the air in line (ail) sensor assembly was observed with an op1 sensor broken. A known-good dchu ail assembly was temporarily installed into the suspect pump module for testing purposes only. A 24-hour test infusion was started at a rate of 10 ml/hr. The infusion finished with no errors or alarms being observed. The original ail sensor assembly was installed back into the pump module and attached to a laboratory testing pcu. Upon opening the pump module¿s door, an error code 242.4030 occurred. A review of the suspect pump module¿s error log showed a total of three (3) error codes 242.4030 (motor stall failure) occurred on (B)(6) 2025 between 12:02 pm and 12:11 pm and one error code 242.4030 with an invalid time stamp. A log review was performed with the limited information contained in the syringe module event log. The syringe module event log does not contain key press information, volume infused and programming parameters. On (B)(6) 2025 at between 12:02pm and 12:04 pm the pump module alarmed for error code 242.4030 (motor stall failure) and the unit was channeled off. Between 12:05 pm and 12:06 pm the unit was powered on attached and the pump module alarmed for 242.4030. The unit was channeled off. At 12:07 pm the unit was powered on attached. An infusion was programmed and started at a rate of 2 ml/hr and a volume to be infused (vtbi) of 450 ml. The infusion was paused. Between 12:10 pm and 12:12 pm the infusion was restarted and the pump module alarmed for 242.4030. The unit was channeled off. At 12:28 pm the unit was powered on attached and alarmed for error code 242.4030. The bd alaris system user manual v12.1.2 notes that regular inspection for damage is required before usage and that failure to perform can result improper instrument operation. If a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before it is reused. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported channel error code 242.4030 (motor stall failure) is being attributed to a damaged op1 sensor on the air in line (ail) sensor assembly. The root cause for the damaged op1 sensor is being attributed to a physical event where the pump module likely sustained a drop or severe jarring per dchu¿s prior investigation of this issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.